Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood these instructions.